Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer's blood glucose was unknown. The customer was able to perform troubleshooting. The customer was advised to revert to a back-up plan. The customer was advised that the device needed to be replaced. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.